Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's battery was depleted. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device power supply was replaced to address the issue. During the evaluation, a "service required" code was observed in the downloaded event log. The device's sensor board and system board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's battery was depleted. There was no harm or injury reported. The device has been returned to the manufacturer but the evaluation is not yet complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.